Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR reports: 3006705815-2021-02355, 3006705815-2021-02356, 1627487-2021-13999 and 1627487-2021-14000.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR reports: 3006705815-2021-02355, 3006705815-2021-02356, 1627487-2021-13999 and 1627487-2021-14000. It was reported the patient's scs system was explanted due to infection.